Event description:
The hospital reported that during a diagnostic colonoscopy, the colonoscope inadvertently locked in a retroflex position. The colonoscope was finally straightened by using the directional controls. The physician reported that the paitent sustained perforation as a result of his effort to withdraw the scope. The patient was reportedly doing fine.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed that the free-knob is locking by itself when the control knobs were manipulated. This phenomenon was attributed to damaged locking mechanism, which most likely caused the user's experience. This report is being filed as an MDR in an excess of caution.